Event description:
The complainant reported a patient noted as pre-op placement was implanted with an impella 2.5 device for mechanical circulatory support. While on support, oozing and bleeding at groin site was noted. Surgeon placed sutures at the groin site to stop the bleeding and blood products were required. Patient survived the procedure.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.